Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The evaluation of the returned device confirmed the implant was detached from the delivery pusher. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Event description:
It was reported that during the embolization treatment of an aca aneurysm, the intended treatment was to stent and coil the aneurysm. An embolization coil was deployed with a stent across the neck of the aneurysm successfully. The next coil was positioned approximately 30-50 times and would not stay in the aneurysm. It was decided to perform a y-stenting. The coil had been in the catheter approximately 40 minutes once they again began to manipulate the coil. The coil was positioned an additional 3-5 times, upon positioning during retraction, the coil stopped moving and stretched. At this point, the coil and catheter were withdrawn together. No harm was reported.